Event description:
The customer reported that the seal plate of the jaws disengaged from the device. Nothing fell into the patient cavity and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is currently under evaluation. When the device evaluation is completed, a follow-up report will be submitted.